Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to noise on the leads. A left ventricular (lv) lead was present within the patient but was not initially targeted for extraction. It was reported that this patient had a complex device history, with initial pacemaker being implanted 30 years ago, upgraded to dual chamber and then in 2007, an extraction and re-implant for lead failure. The patient was then upgraded to a biv pacemaker (B)(6) 2020 with difficult access requiring dilatation. Patient was also pacemaker dependent, and prior to this lead extraction procedure, a temporary pacing wire was placed. Prior to the attempted lead extraction, a stylet was placed in the lv lead and both the ra and rv leads were prepped using spectranetics lead locking devices (lld's) to provide traction to aid in extraction. The physician began by using a spectranetics 14f glidelight laser sheath on the ra lead. After encountering difficulty and stalled progression with significant lead on lead binding in the distal left subclavian vein, the physician upsized to a 16f glidelight device. He then successfully removed the ra lead. There was a dip in the patient's blood pressure at that time, but this responded to fluid and medication. There was an effusion noted on transesophageal echocardiography (tee) but lung fields were clear. He then attempted to extract the rv lead but experienced stalled progression at the superior vena cava (svc)/right atrial (ra) junction. Using a spectranetics 13f tightrail rotating dilator sheath, the rv lead was successfully removed. Access was maintained via the sheath with two guide wires placed preparing for re-implantation; however at this time the patient's blood pressure began to decrease. The physician suspected that not having atrioventricular (av) and intraventricular (vv) synchrony was the culprit, as the patient had developed a severe cardiomyopathy (cm) with rv pacing. He then quickly implanted a new atrial lead and hooked up the analyzer to dual chamber pacing (new ra and existing lv lead). The patient's blood pressure did not rebound and continued to slowly drop. Fluid was then noted in the left chest via tee, and the left lung appeared hazy via fluoroscopy, coupled with an effusion. The physician then began efforts to diagnose the issue via contrast, discovering a small tear in the left subclavian vein, 1-2cm to the right of the sternal midline. The patient was supported by anesthesia, pressors and blood, and the cardiac surgeon along with the extracting physician determined that surgical access to this space would be difficult and the best treatment was a covered stent. Vascular surgery was then called and a rescue balloon was used in the subclavian area via the pocket to temporarily occlude the tear, and the patient's blood pressure stabilized. The new ra and lv lead were both removed with traction to avoid being ''jailed'' by the stent. A covered stent was then placed across the tear in the subclavian region. A venogram confirmed no further leak and good blood flow in the region. A chest tube was placed to drain the hemothorax and the physician re-implanted a new biv pacing system via the left side through the stent. The patient survived the procedure and reportedly made a good recovery, ambulating by the end of the day after the procedure. The first indication of injury was with use of the 16f glidelight device, after the ra lead was removed. Later in the procedure, it was confirmed there was no other injury location other than the subclavian. Since interventions were performed in order to stabilize the patient after the ra lead was removed, this report is being submitted to capture the 16f glidelight that was in use when the ra lead was removed and the patient's blood pressure initially dropped. There was no alleged malfunction of any spectranetics devices in use.